Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 04-aug-2018 with the following findings: the display screen was dim and discolored.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no allegation of an adverse event associated with this complaint.